Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During procedure, it was found that the implantable cardioverter defibrillator exhibited pacing inhibition and inappropriate automatic mode switch due to over-sensing of electromagnetic interference. No interventions were performed. Patient condition was stable, and the patient would continue to be monitored.